Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.